Event description:
On 19th february 2025, it was reported by an arthrex employee via email that for an ar-6410, arthoscopy main pump tubing, it failed to function. The pump was indicating that the pressure on the tubing was too high even though there were no kinks noted along the tubing after inspection. After swapping out the tubing, the pump functioned as normal. This was discovered during use in a meniscus repair of the right knee procedure on (B)(6) 2025. The procedure was completed successfully with the use of a replacement pump tubing.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.